Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during testing of the zipfix prior to a procedure, the tensioner on the zipfix gun was sticking, unable to cut zip fix tie correctly. No patient involvement was reported. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 2 for (B)(4).